Event description:
It was reported that the protective sheath was removed from a xience xpedition stent delivery system (sds) without resistance and the device was prepared without incident. During a left anterior descending artery (lad) stenting procedure, the sds was inserted into the patients anatomy and with an angiogram, it was noted that the stent had dislodged from the sds. The stent was found on the preparation table. The sds was removed and another xience xpedition stent was implanted to successfully complete the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: prior to use, verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency.